Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The conformable gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events may include, but are not limited to, improper placement and migration of the endoprosthesis.

Event description:
On (B)(6) 2017, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a thoracic dissection. It was reported that during the procedure the device (tgu454515/13920571) deployed proximal (distance unknown) of the intended landing site unintentionally and partially covering the carotid artery. There was a previous carotid subclavian bypass performed prior to the ctag procedure. The physician used this access and put a stent in the carotid artery to ensure patency. The patient tolerated the procedure.